Event description:
It was reported that the representative requested a review of this cardiac resynchronization therapy defibrillator (crtd). Technical services (ts) provided a review and discussed that the right atrial (ra) lead exhibited failure to capture at max output, high out of range pace impedance measurements, undersensing on presenting electrogram (egm). The ra lead sensitivity was adjusted and undersensing was no longer observed. The representative will discussed with physician for next steps and programming. Subsequently it was reported by the patient that during the evaluation an unclarified device leakage was noted, and a replacement should be performed. This crtd remains in service. No adverse patient effects were reported.